Manufacturer narrative:
Conclusion: the cannula accessory was returned and evaluated. Per the customer reported complaint, engineering found the inner surface of the cannula to cause abrasions on an instrument's main tube.

Event description:
It was reported that the cannula instrument was being returned as it is believed it may have damaged one or more instruments. No pt harm, adverse outcome or injury was reported. The following medwatch reports were created for the cannula accessories and instruments used at the same facility. MFR report #2955842-2006-00173, MFR report #2955842-2006-00174, MFR report #2955842-2006-175, MFR report #2955842-2007-00008, MFR report #2955842-2007-00009, MFR report #2955842-2007-00010, MFR report #2955842-2007-00011, MFR report #2955842-2007-00013.